Manufacturer narrative:
In conclusion, user had elevated blood glucose reading when he measured his blood glucose with dario. Using another device, blood glucose reading was high as well. User received medical treatment for high readings. Device not requested for investigation as device was found to function according to specifications.

Event description:
On (B)(6) 2018 the user contacted dario to report elevated blood glucose readings. User reported reading of 543 mg/dl and then 413 mg/dl a while after. User was instructed to obtain a blood glucose measurement from another meter; results were 399 mg/dl. Due to elevated blood glucose readings he was advised to contact physician immediately. User sought treatment and received 4 units of insulin to lower blood glucose. Normally user does not take insulin to manage blood sugar.